Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated x-rays were taken, but no cause could be determined for the longer recharging and shocking. The issue was still not resolved, but the hcp indicated the extension was to be replaced. The replacement was not scheduled yet.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that they are having to charge longer than usual. It used to take 15 minutes to charge, and now they are charging anywhere from 45 min to 2 hours. The patient also experienced shocking. It started as every now and then and was becoming more often now. They were wondering if the issues were related as they started at the same time. No previous discharge/overdischarge events were reported. They had met with their healthcare provider (hcp) last week but was unsure if there were any programming changes. They were redirected to their hcp to discuss the shocking and recharging concerns. No further complications were reported or anticipated with this event.